Event description:
An ophthalmic surgeon reported a problem with low energy output error from the laser head. This patient's flaps had been cut, but not lifted. Surgery was delayed while the laser was rebooted. This report is for the left eye, the right eye will be reported on MFR report number 3003288808-2010-00462. Although the surgeon is happy with this pt's outcome, info provided indicates this pt is overcorrected in the left eye. No further info is anticipated.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR wil be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).